Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving sensor scans of 390 mg/dl, 324 mg/dl, and 377 mg/dl when compared to a competitor¿s meter results of 337 mg/dl, 264 mg/dl, and 293 mg/dl. The customer experienced symptoms described as ¿run, overturned¿, seizure, and a loss of consciousness. The customer had contact with an emergency doctor at a hospital who administered an injection of 80 ml glucose, 3 units diazepam, and an additional 20 mg of glucose as a treatment. The customer was diagnosed with hyperglycemia but note that the treatment rendered is inconsistent with the diagnosis. No further information was provided. There was no report of death or permanent injury associated with this event.